Manufacturer narrative:
(B)(4).the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the blue clamps the home patient (hp) was using to clamp a line during the self-test on the homechoice (hc) machine actually cut the line during use, patient not connected. The hp was using a clamp that was separate from the setup. The technical service representative (tsr) had the hp cycle the power and the hp was to setup with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.